Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 18 months after the implant over sensing was noted on this lead. A revision has been scheduled.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed a gradual decrease from initially 500 ohms in march 2018 to around 250 ohms in september 2018. Several measurements were <200 ohms. Furthermore, the shock coil continuity showed a gradually decreasing progression. The values went from initially 400 ohms in march 2018 down to 240 ohms in september 2018. An inspection of the provided iegm extract demonstrated artefacts on the farfield as well as on the right ventricular channel, leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 23 cm distal to the is4 connector pin. Further analysis revealed multiple abrasion marks along the lead body. In particular, approx. 28 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region, the insulation was damaged and the conductor cable to the shock coil was found fractured. This broken contact was confirmed during the electrical analysis. The observed insulation damage can be considered as the root cause of the reported oversensing and low impedances. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, a damaged fixation helix was found which most likely occurred during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.